Event description:
The initial reporter stated that the pump would not turn on or charge. They stated that when it was delivered to them, it was not charged and that they plugged it in for ten hours, but that nothing happened. They stated that this resulted in an approximately 12 hour delay of therapy and the patient had no other means to supplement their feeding. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint, but that they were having other, unrelated complications. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.